Manufacturer narrative:
Date of initial report: (B)(6) 2017. The customer indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the cotton was shedding. No patient was involved in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.